Event description:
It was reported that during a pta in the left common femoral artery, the balloon burst circumferentially at approximately seven to eight atmospheres. A 12 ml syringe was used to inflate the balloon. Upon withdrawal of the burst balloon back through the sheath introducer, the balloon separated into two pieces: the proximal end of the balloon along with the proximal inner body and pta shaft came out of the patient. The distal half of the balloon and inner body remained lodged in the sheath. The sheath was removed from the patient slowly, along with the separated balloon segment. Nothing was left behind in the patient. The lesion was described as neither calcified nor tortuous. The inflation time was noted as one minute. There was no product damage noted in the unit out of the packaging, and no anomalies were noted during prep. The patient was reported to be well, with no further complications experienced. As per the reporting affiliate, no additional information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.